Event description:
A hospital reported through our distributor that an autofeed vented humidification chamber had cracked while being used with the adult oscillatory ventilator. No pt consequence was reported.

Manufacturer narrative:
The cracks are likely to have occurred during use from stresses induced by high frequency oscillations on the plastic chamber dome from the adult oscillatory ventilator. Our records indicate that one other complaint of this nature has been received for the given lot number. An investigation will be carried out once we receive the complaint device. A f/u report will be provided. Our monitoring and trending of this type of event for cracking chambers shows a rate of occurrence worldwide for the last year of 0.02%.